Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. Pressure loss occurred at the beginning of therapy. The temperature went up high and an error code of 6106 occurred. The balloon was removed and it was noted that there was a hole in the balloon. A second balloon was used to continue the case. No adverse pt consequences occurred.

Manufacturer narrative:
(B)(4) - elevated temperature. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.